Manufacturer narrative:
The insulin pump received with no esc and act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. Unable to verify for excessive no delivery alarm and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no esc and act button response. The motor was tested outside to the device and passed. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother stated that they had high blood glucose of 500 mg/dl at the time of incident. The customer's mother stated that the blood glucose reached over 600 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother stated that they did not try different infusion sets or cannula lengths. The customer's mother stated that the insulin was not expired or denatured. The customer's mother stated that the sites were rotated. The customer's mother stated that the tubing was not bent or kinked. The customer's mother stated that they tried all remedies. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.